Event description:
It was reported by a competitor that the right ventricular (rv) lead high voltage rv and superior vena cava (svc) impedances were high and an alert was triggered. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).